Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while reviewing the arrhythmia logbook during a routine follow up appointment it was observed that the device had several instances of what appears to be oversensed muscle noise that caused pacing inhibition for up to four seconds in duration on this right ventricular (rv) lead. The patient is pacemaker dependent however was asymptomatic. Attempts to reproduce noise was unsuccessful. The patient underwent a non-invasive programmed stimulation (nips) procedure. Based on these results the device was reprogrammed accordingly. The device and lead system remain in service.